Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the device had occasional horizontal stripes in the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely corrosion of the cable caused occasional horizontal stripes in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.